Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No ventilator logs were provided.no investigation has been possible, therefore the root cause of the reported leakage has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).